Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was placed for an interscalene block and used successfully. The patient was discharged. The patient noticed the catheter was starting to unravel during removal, at which time she contacted the hospital. The patient returned to the hospital and an x-ray was taken. The nurse seemed to think the catheter had gotten caught up at the tunnel site. The on call nurse was able to remove the catheter w/o incident. There was no delay in treatment, no patient death and no patient complications were reported. The patient was fine after the catheter was removed.